Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 6/16/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter, and coagulum was found attached to the tip of the catheter. The coagulum was noticed after the ablation was conducted, when the stsf catheter was removed from the cardiac cavity. There were no issues related to temperature and flow on the catheter. Generator parameters were in power control mode. The system did not present any error messages. Physician administered an unspecified anticoagulant and did not observe any product problem. Patient has exhibited no neurological symptoms since the procedure was completed. The catheter was changed and the issue resolved with no patient consequence.

Manufacturer narrative:
Additional information was received on 6/26/2018. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, the manufacturer date is 01/10/2018 and expiration date is 1/09/2019 were provided. The corresponding field of this report has been updated. Manufacturer ref no: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter, and coagulum was found attached to the tip of the catheter. Upon receipt, the device was visually inspected, and clotting was found attached to the tip. An electrical test was performed, and the catheter was found within specifications. No electrical malfunctions were observed. The catheter was tested in conjunction with a radiofrequency generator, and the temperature/impedance values were observed within specifications. An irrigation test was performed with a coolflow, and the catheter was found to be irrigating properly. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On-line inspections and functional tests are in place to prevent catheters with this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the clot on the tip cannot be determined, but may be procedure-related. Manufacturer¿s reference number: (B)(4).